Event description:
Allegedly, patient was revised due to mom complications.

Event description:
Allegedly, patient revised due pain, decreased walk tolerance, elevated cobalt and chromium levels in blood.

Manufacturer narrative:
Additional information received to include patient / product information.

Manufacturer narrative:
This is the same event as 3010536692-2015-00276.